Manufacturer narrative:
The reported complaint of the autopulse displaying ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive review. The issue was attributed to the defective load cells. The load cells were replaced to remedy the issue. Visual inspection was performed and no physical damage noted upon receipt. Archive review showed multiple ua07 (discrepancy between load 1 and load 2 too large) error messages on the reported event date on (B)(6) 2017, thus confirming the reported complaint. Functional testing was not able to be performed due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering up of the device. The root cause of the issue was due to defective load cells. The load cells needs to be replaced to remedy this issue. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message. Customer reported that the issue was not resolved and platform will be sent back for evaluation. No further information was provided. No patient harm or consequence was reported.